Manufacturer narrative:
The customer site sent all of the testing documentation to (B)(4) technical support for documentation purposes and assessment. The (B)(4) laboratory tested retention product on (B)(6) 2017 which performed as expected. The (B)(4) laboratory also tested a returned blood sample which came from the customer site on (B)(6) 2017, and this testing yielded unexpected negative outcomes when tested with retention product, which was consistent with the customer's findings of unexpected negative outcomes.

Event description:
On 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.